Event description:
User facility reported that the patient was intubated using the product listed on (B)(6). According to reporter on (B)(6) the patient was positioned on her side by nursing staff. Nursing staff heard patient cough and then speak. Upon check of the patient the tube was found partially dislodged. The tracheostomy tube was removed and replaced with another tube. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.